Manufacturer narrative:
(B)(4). Results: death; pre-existing mycotic aneurysm and severely calcified and tortuous iliacs; treatment of mycotic aneurysm/penetrating ulcer, hybrid open-evar repair. Conclusions: pre-existing mycotic aneurysm and severely calcified and tortuous iliacs; treatment of mycotic aneurysm/penetrating ulcer, hybrid open-evar repair.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6 cm penetrating aortic ulcer/aneurysm approximately one month ago. The pau/aneurysm was suspected to be mycotic. The thoracic aortic neck was 20 mm in diameter. The aorta at the renal arteries was unremarkable. The iliacs vessels were severely calcified and severely tortuous. This patient was anticipated to be a high-risk case. A hybrid open repair-evar case was performed to treat the penetrating aortic ulcer at the sma. Prior to stent graft placement, there was a 6-hour long debranching procedure of the sma performed with the plan to cover the origin of the sma and then open the aneurysm; however, the outflow of the sma could not be seen during the procedure. When proceeding to the evar part of the case, a 5 mm gap between the tip and the graft cover of the talent captivia device was noted. (Ref MFR# 2953200-2011-01107). No damage was noted to the packaging. To resolve the gap, several attempts were made to flush the device, pull the graft cover, and push the tip; there was a slight improvement, but the gap was still present. It was decided to still use the device, but the device was able to be inserted only 2-3 cm in the iliac. The device was removed and was returned for evaluation. The physician changed to an endurant cuff (ref MFR # 2953200-2011-0xxxx), which was advanced via the iliac and deployed to seal the aneurysm without issues. However, after this first cuff was deployed, there was a small amount of extravasation distally, as the aorta was breaking apart. More coverage was needed, so another endurant cuff (ref MFR # 2953200-2011-0xxxx) was delivered and was going to be intentionally covering the renal arteries. The renal coverage was going to be dealt with after the hybrid procedure. During deployment of the second endurant cuff, the patient arrested. Resuscitation efforts were unsuccessful, and the patient expired. The patient reportedly lost "5 l" of blood. An autopsy will not be performed.